Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes provided erroneous results. No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples from the customer facility for investigation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: this complaint investigation was handled under the premise of a previously investigated issue specific for erroneous potassium, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Root cause description: this complaint investigation was handled under the premise of a previously investigated issue specific for erroneous potassium, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.